Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after the lead was positioned to the targeted area, the lead dislodged and the physician repositioned it. After the procedure, an echo cardiogram revealed cardiac tamponade. The physician suspected the perforation occurred during the lead revision procedure. No patient symptoms were reported. No additional information was available at this time.